Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Device evaluation: visual analysis of the returned device identified: one linear opening and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated. Based on the device analysis the final assessment is: -one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported right side "major cephalic displacement is observed, severe firmness on palpation, mild pain on palpation and nodules are identified". The physical examination also report right side capsular contracture, baker grade IV. The device remains implanted.